Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor and sys board were replaced to address the issue.

Event description:
The MFR received info alleging a ventilator would not power on. There was no harm or injury reported.